Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise. The noise was oversensed, but there was no asystole greater than 2 seconds. However, the patient was recently brought in and a defibrillation threshold (dft) test was performed. The test was successful, so the lead remains in service and the patient is being monitored. The patient is dependent and there has still not been any inappropriate therapy delivered. No additional adverse patient effects were reported.